Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned to olympus for evaluation, the root cause of the reported event could not be determined. This supplemental report includes a correction to h8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This medical device will not be returned as it has been discarded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus that while using a jaws "hiq+", bipolar, 5 x 430 mm, grasping forceps, fenestrated, long, for an unspecified laparoscopic procedure, the fixed unit connecting the sleeve rod and the jaw fell off. It was later clarified that the jaw of the forceps broke and fell into the patient¿s body and was removed after localization by x-ray. The procedure was finished with a similar device. There was no additional patient injury or health damage.

Event description:
It was additionally reported that the procedure performed was for removal of ovarian cysts (non-malignant). The device fell into the abdominal cavity. It was reported that a grasping forceps was utilized to remove the jaw through the trocar. There was a procedural delay of 2-3 hours, but no injury or health damage occurred due to the delay. The patient was discharged normally.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5 and h6.